Event description:
Event description guidant received information that the implantable lead displayed noise on the rate/sense channel. The pacing impedance and thresholds have also risen. There have been no reports of therapy being affected due to this issue.